Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the ilet bionic pancreas, and troubleshooting education was completed with no device alerts or alarms reported. Symptoms included low blood glucose requiring corrective action. Outcomes included temporary interference with daily activities without lasting impairment. Investigation included a review of available use information and device-related history per standard complaint triage. Investigation of this case revealed no report of device malfunction or component failure and no identified user error, and the device appeared to function as designed based on the absence of alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.